Event description:
It was reported that inappropriate therapy due to noise was observed. High capture threshold was also noted. Lead replacement will be scheduled.

Manufacturer narrative:
No medwatch form was received.